Manufacturer narrative:
E.1.: phone number: (B)(6). Device photos have been received, pending photo analysis. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side device rupture. Later reported, left side pain. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/apr/2024.

Event description:
Healthcare professional reported left side device rupture. Later reported left side pain. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on patch shell/ bond edge side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ pain: unable to observe as it is not related to the device. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture. Later reported left side pain. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side device rupture. Later reported, left side pain. Device has been explanted and replaced with non-allergan.